Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "around 9:30 am, the infusion pump received noradrenaline at 15ml/h, signaling a "high pressure" alarm. At the time of the alarm, physiotherapist (B)(6) was present, who possibly called nurse (B)(6), who assessed what was happening and also called nurse (B)(6) to resolve the infusion pump alarm. Dr. (B)(6) also entered the bedside. It was not possible to resolve the alarm problem because the patient became hypotensive, reaching a mean arterial pressure of 20mmhg, intracranial pressure of 80, and pupils showed no bradycardia reflex with a heart rate of 25bpm. We quickly switched to another infusion pump, and within 10 minutes the patient became stable, but with pupils lacking pupillary light reflex."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample information: infusomat space, 8713050, serial no.: (B)(6). History files inspection: the usage history shows the programming of noradrenaline on (B)(6) 2025 at 10:38:41 pm. The user selected the drug, abbreviated name, nora 16. Volume: 250 ml. The infusion started at 00:02:42, on (B)(6) 2025. The dosages programmed by the user varied between 0.133 micrograms/kg/minute and 0.267 micrograms/kg/minute, and the flow rates varied proportionally to the dosages, between 11 ml/h and 22 ml/h. The pressure alarm was triggered by the equipment 10 times between 09:47:09 and 09:55:40 on (B)(6) 2025, and each time the user deactivated the alarm. The infusion was stopped for the last time at 09:55:41 on (B)(6) 2025. The total volume infused was 167.51 ml. Visual inspection: the equipment has a normal used appearance. Functional inspection: an infusion was performed using the programmed schedule provided by the user to check the accuracy of the device. To increase the severity of the test, the infusion line outlet was positioned after the equipment, at a height of 115 cm in relation to the equipment, increasing the back pressure in the infusion line to 0.115 bar. The programmed volume of nora 16 was 250 ml, with a programmed flow rate of 22.02 ml/h, in 11h22min. The programmed dosage was 0.267mcg/kg/min for an 88 kg patient. The volume infused was 255 ml with an error of +2.0% and the infusion time was 11h23min17 with an error of +0.1%. The test was approved (system accuracy is typically ±5% of volume, according to iec (B)(6)). Using the same programming as in the first functional test, the infusion was started, and the infusion line was obstructed before and after the equipment. When obstructing before, the "alarm - check upstream line" should be activated. When obstructing after, the "alarm - high pressure" should be activated. The result was approved. Conclusion: the technical defect could not be confirmed. The infusion occurred exactly as programmed and according to the user's actions. The "alarm - check upstream line" and the "alarm - high pressure" were activated correctly when necessary. In analyzing the usage history, no evidence of incorrect obstruction or high-pressure alarms was found; the infusion proceeded correctly until the equipment activated the pressure alarm. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.